Event description:
A distributor reported an incident involving a cartridge alarm (alarm 30) in denmark, which occurred during the loading process of an insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Despite assistance from technical support in attempting to load a new cartridge, the cartridge alarm persisted, leading to a decision to replace the pump. The customer was informed on how to enter the pump into storage mode and arranged to return the faulty pump, with the warranty covering the replacement. In the meantime, the customer opted to use multiple daily injections (mdi) as a backup insulin therapy.